Event description:
Per the clinic, the patient underwent skin flap reduction surgery on (B)(6) 2012, due to reduced battery life. It was also reported that the patient was seen postoperatively on (B)(6) 2012, with signs of wound dehiscence. During this visit, a hematoma over the implant site was evacuated and the area was cleaned. The issue was resolved, and there have been no reports of infection or serious dehiscence as of the date of this report, (B)(6) 2012. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.